Manufacturer narrative:
A philips field service engineer replaced the transducer. Further investigation confirmed the x7-2t transducer failed to articulate and free play tests due to a broken steering cable.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported there was no articulation movement from the handle of an x7-2t transducer on an affiniti 50 ultrasound system during use. A philips field service engineer inspected the system and confirmed the transducer would not articulate in one direction. There was no patient or user harm associated with this event.